Manufacturer narrative:
Complaint no: (B)(4): the device was received for evaluation. Visual inspection determined that the sponge was smaller than specified and verified the reported condition. The cause was a manufacturing issue due to raw material not meeting specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of the cap of a minicap prep kit. There was no patient injury or medical intervention associated with this event. No additional information is available.